Manufacturer narrative:
Product analysis: there was damage noted to the guidewire entry port. The device returned with balloon folds open, with blood and residue present inside the balloon and inflation lumen. The device failed negative prep. Upon visual inspection of the balloon, a longitudinal tear was observed on the balloon working length. The balloon material was jagged and uneven along the length of the tear site. A lead in scratch was visible distal to the most distal end of the tear site. There was slight deformation to the distal tip. (B)(4).

Event description:
The physician intended to use a sprinter legend balloon catheter to pre-dilate a lesion with total occlusion in the proximal lad due to thrombus and plaque. It was reported that the lesion was not calcified and was not tortuous. No damage was noted to packaging and no issues were encountered when removing the device from the hoop/tray. The device was inspected with no issues noticed. Negative prep was performed with no problems identified. No abnormality or resistance was noted during delivery of the balloon. No excessive force was used. The device was not moved once positioned in the lesion. It was reported that during the initial inflation of the balloon, a burst occurred. The balloon was not inflated past 2-3 atm as reflux of blood was noticed and balloon rupture was considered. It is reported that the secondary physician was not experienced enough to perform the procedure and did not put contrast media (put only physiological salt solution) into the balloon. It was thus unknown that an angiogram showed how much the balloon was inflated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.